Event description:
It was reported that the ventilator failed internal leakage test, flow transducer test and pressure transducer test during the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test, flow transducer test and pressure transducer test during the pre-use check. There was no patient involvement. Our field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue. Following the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The cause of the reported issue in this customer product complaint has been determined. The issue was related to the air gas module. No further investigation can be done as the defective air gas module will not be returned for investigation. The UDI information is not available since the device was manufactured before 2015.